Event description:
It was reported on medwatch that "attempted to replace indwelling right ij for permacath under conscious sedation. The wire was advanced through the catheter into the ivc. The permacath top was in the right atrium. The permacath was removed over a wire and a peel away sheath was placed over the wire. Fluoroscopy revealed that the wire was hooked and curled. The permacath was successfully advanced. Brought the sheath into the right atrium. Pt noted to have a right hemothorax, tachycardia, c/o chest pain. CT confirmed right hemothorax with compression of adjacent lung. Taken to o.r. For repair of the azygos-superior vena caval junction."